Event description:
Hcp reported the pt had a dexa (dual energy x-ray absorptiomentry) scan- unk date. During the scan the pt had reported burning/tingling over the pump. Later that day the pt had an increase in pain. Within a day or so the pt had nausea and vomiting. The pt eventually had brusing over their pump and over a metal plate in their wrist. The pt's pump was interrogated which had the expected drug infusion parameters- unk date. The pt is reported to be doing fine now. In 2004 brusing was still evident on the inferior edge of the pump.